Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
2 pen needles impacted from lot # 1282509. See section c for additional information.

Event description:
The pharmacy staff called to report that the customer purchased material code 329487, lot number 1282509, and found the needle clogged during venting and no liquid was coming out. The customer had never used our needles before. There were 2 problematic needles in total. Samples can be mailed, and the pharmacy needs to respond to the results of the telephone investigation, and also needs an closure letter in the form of an email. The pharmacy has refunded the customer. Sample availability: yes sample availability details: physical sample available only.